Manufacturer narrative:
There is no available information regarding the event date therefore the bsc aware date has been used. Brand name: the exact product family is unknown; therefore representative product family advantage has been used for the complaint. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4). The complainant indicated that the device is implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
Note: this manufacturer report pertains to one of two devices used during the same procedure. It was reported to boston scientific corporation that two bladder slings were implanted during a procedure performed on an unknown date. According to the complainant, the two implanted faulty bladder slings cause the patient her pain and discomfort and they cannot be removed. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.